Manufacturer narrative:
(B)(4). Although requested, the affected product has not been received for investigation. A follow up report will be submitted with evaluation results should the product be received.

Event description:
The customer reported during d10 infusion through a peripheral line, the tubing came out and solution leaked from the top of the burette cap with very minimal movement. There was no pt harm and no medical intervention required. No further pt or event information is was provided.